Manufacturer narrative:
On (B)(6) 2017 lumenis received new information from the foreign distributor. A lumenis healthcare professional reviewed the provided new data concluding operator failure to follow IFU (instructions for use) by not keeping the handpiece tip clean during patient treatment to be the contributory cause of the reported event.

Manufacturer narrative:
Lumenis investigated the reported event requesting patient information, treatment settings and patient photos. Only patient treatment information was provided by the distributor. The foreign distributor confirmed the system was tested and found to meet manufacturer performance specifications: "check the laser power output on different setting: all in specifications show customer how to clean the hp tip". No report of subject device malfunction was received from the distributor. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional evaluated the reported event details concluding: "unable to determine cause due to incomplete information. Complaint states complete resolution of problem after antibiotics and antivirals. Device working correctly". A review of subject device labeling found the three (3) following statements: "warning - the disposable tip must be kept clean during patient treatment. Foreign matter on the disposable tip will get hot due to absorption of laser energy and can cause epidermal injury." "Cleaning and disinfecting the handpieces between patients - the hs handpiece tip is not reusable; replace the hs tip with a new disposable tip between each patient" "warning - never attempt to re-use or clean the hs handpiece disposable tip. Device operator failure to follow IFU (instructions for use) by not keeping the handpiece tip clean during patient treatment is the suspected cause of the event reported. Based on information above this complaint has been determined to be reportable per MDR decision tree as antibiotics and antivirals were used to preclude serious injury, and lumenis is reporting this event as an adverse event.

Event description:
A foreign distributor reported that one (1) female patient sustained second degree burns and infection following hair removal treatment in the bikini area with a lightsheer duet laser. User facility reported that the patient has fully recovered after treatment with antibiotics and antivirals. The patient sustained no permanent impairment.